Event description:
A caregiver (cg) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that appeared on the home choice (hc) during dwell 2 of 5. The technical service representative (tsr) explained the message to the cg and had her recycle the machine to clear the alarm. The tsr advised to start over using new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
Conclusion: product did not contribute to event. Complaint history reviewed. Device history record (DHR) reviewed. Product not returned. DHR review indicates parts were sterilized appropriately, and met specification when they were manufactured. There are many sources of infection during and after surgical procedures. There is insufficient evidence to conclude what the cause of this incident may have been. Analysis shows no trend for item/lots involved. Based on this information, we are unable to isolate a product related issue that may have contributed to this event.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00193, 00218, 00219, 00220. This event occurred in (B) (6).